Event description:
It was reported that syringe 3ml ll tip bulk convenience pak came with a mix of product types. This occurred on 19 occasions. The following information was provided by the initial reporter: it was reported that 5 ml packages were mixed in with the 3ml packages. Verbatim: two issues raised here: 1. Pharmacy tray labeled as 309703 (5ml) but has 3ml syringe packed inside it. 2. In the same one packing case, some pharmacy trays are 3ml of item code 309702, while other pharmacy trays are 5ml of item code 309703. Those are correctly labelled on trays but comingled in packing case. Another wired thing is that those two different item codes share the same lot number.

Manufacturer narrative:
H6: investigation summary: bd received 1 shipper submitted for evaluation. The reported issue was confirmed upon inspection of the shipper. All the 12 trays within the shipper had 3ml syringes inside the trays instead of just 5ml syringes. A root cause can be linked to the packaging process. The 5ml and 3ml syringes have similar dimensions and manufacturing personal mistakenly placed the incorrect syringe into the trays. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. A quality alert was generated and all manufacturing personal involved with the process have been notified of the error. Similar products have been segregated to different areas to prevent the improper packaging of materials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: direct: (B)(6). Mobile: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll tip bulk convenience pak came with a mix of product types. This occurred on 19 occasions. The following information was provided by the initial reporter: it was reported that 5 ml packages were mixed in with the 3ml packages. Verbatim: two issues raised here: pharmacy tray labeled as 309703 (5ml) but has 3ml syringe packed inside it. In the same one packing case, some pharmacy trays are 3ml of item code 309702, while other pharmacy trays are 5ml of item code 309703. Those are correctly labelled on trays but comingled in packing case. Another wired thing is that those two different item codes share the same lot number.